Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation - driveshaft appears to be related to operational context. In this case, it is possible that the material separation - driveshaft is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, heavily tortuous, 90% stenosed mid right coronary artery (rca). Nine low speed treatments, both proximal to distal and distal to proximal, were performed. On the tenth treatment, it was observed the oad driveshaft fractured. The oad was removed with the guiding catheter. Once the viperwire guide wire was pulled back, the fractured component was stuck on the spring tip and was able to be removed without any intervention. A stent was placed and balloon angioplasty was performed. The patient was in stable condition. In the physician's opinion, the number of treatments might have led to the fracture.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, heavily tortuous, 90% stenosed mid right coronary artery (rca). Nine low speed treatments, both proximal to distal and distal to proximal, were performed. On the tenth treatment, it was observed the oad driveshaft fractured. The oad was removed with the guiding catheter. Once the viperwire guide wire was pulled back, the fractured component was stuck on the spring tip and was able to be removed without any intervention. A stent was placed and balloon angioplasty was performed. The patient was in stable condition. In the physician's opinion, the number of treatments might have led to the fracture.